Event description:
When a nurse started the functional check of the sv300, it stopped and burning smell appeared. The company service engineer found the pc1585 + pc1586 burned of the o2 gas module. No patient involvement of injuries occurred.